Manufacturer narrative:
The investigation has determined that lower than expected vitros tsh results were obtained from vitros total thyroid control (ttc) level 2 control fluids lot 0741, when compared to the vitros ttc package insert (pi) mean for the respective vitros control fluid when using vitros tsh reagent lot 6956 on a vitros 5600 integrated system. A definitive assignable cause for the discordant lower than expected vitros tsh results could not be determined. Based on historical quality control results, a vitros tsh lot 6956 performance issue is not a likely contributor to the event. Additionally, diagnostic precision testing performed was within ortho acceptable guidelines, however, this was performed following the installation of a new signal reagent pack and priming of the signal reagent system. Therefore, an instrument issue cannot be completely ruled out as contributing to the event. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 6956.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros tsh results were obtained from vitros total thyroid control (ttc) level 2 control fluids lot 0741, when compared to the vitros ttc package insert (pi) mean for the respective vitros control fluid when using vitros tsh reagent lot 6956 on a vitros 5600 integrated system. Ttc level 2 lot 0741 result of 0.9843 miu/l vs. The expected results of 1.44 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros tsh results were from non-patient fluid. The customer confirmed that no patient samples were processed while the qc fluids were out of specification and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 601669.